Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 410 mg/dl at the time of incident and the current blood glucose of the patient is 245 mg/dl. Customer reports the following symptoms related to their high blood glucose was thirst, lethargic. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. Customer was assisted with troubleshooting and declined to troubleshoot for their high blood glucose levels. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed the delivery accuracy test at 0.08790 inches.